Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was no alarm notification on the insulin pump but the insulin pump kept beeping every 10 minutes. Customer mentioned that they did a self test two times and no error occurred, checked reservoir and change the battery, and also checked for calibrations required but all of the components were in normal status. Customer reported that they checked alarm history and did not info found any error, and heard the insulin pump beeping twice without notifications. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.